Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief and the front te was missing. The cause of the test failure was the pulled cable and missing te. The root cause of the pulled cable and missing te cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.